Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a promus element,mr,ous 3.00x16mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The proximal half of the stent was damaged; struts were misaligned. The undamaged section of the crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that the tip was damaged. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 15-mar-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 12x2.75, eccentric, de novo target lesion was located in the severely tortuous and mildly calcified left anterior descending artery. The lesion contained more than 90 degrees bend. A 3.00x16mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis reveals stent damage.